Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, she was unable to get the insulin pump it wouldn't fill the tubing. Customer's blood glucose was 208 mg/dl. Troubleshooting was performed and issue was resolved by changing the reservoir. Customer was advised the reservoir needed to be returned for further analysis and she agreed.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.